Event description:
On 6/7/88 rptr had first set of silicone implants implanted. Reason: augmentation due to loss of tissue from childbirth & previous biopsy in 1972. 10/88, mammogram performed, negative. Symptoms continued. 2/89, another mammogram performed, ultrasound spotted a mass (?). 3/89, biopsy was performed with diagnosis of intraductal carcinoma & lobular carcinoma in situ. (Stage one, however, highly aggressive). 3/89 right mastectomy, expanders inserted. 4/89, left mastectomy with expanders, began chemotherapy. 11/89, new implants-again silicone gel-same type. 2/90, right axilla mass (lymph nodes) removal & repositioning due to discoloration of right implant dx: non malignant (histocytosis) "reactive changes" due to implants. 8/90, second surgery for lymph nodes under right arm dx: non-malignant but follicles have "reactive centers"-reaction to implants. 3/91, removal of ruptured implant due to capsular contracture & discoloration of implant with insertion of new right implant. New silicone implant inserted. 3/92, third surgery for enlarged lymph nodes "reactive changes" under the right arm. 11/93, explantation of breast implants & lymph nodes, due to pain & discoloration of implant. 1/94, tram flap procedure performed.